Event description:
The recipient was implanted at the same time that a radical cavity was created due to middle ear problems. During the surgery the ear canal was reconstructed using cartilage. An infection then occurred and the conductor link slowly started to extrude through the ear canal reconstruction. The device was therefore explanted and a new device was re-implanted onto the round window (rw).

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection occurred in the radical cavity and the conductor link extruded through the reconstructed ear canal. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted at the same time that a radical cavity was created due to middle ear problems. During the surgery the ear canal was reconstructed using cartilage. An infection then occurred and the conductor link slowly started to extrude through the ear canal reconstruction. The device was therefore explanted and a new device was re-implanted onto the round window (rw).